Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with one of surgical lights - volista access. The water was found in the headlight, what was caused due to civil works that were going on the floor above the operation theatre. It was confirmed by photographic evidence. We decided to report the issue in abundance of caution as water inside the lighthead may lead to significant overheating of the device.

Manufacturer narrative:
The correction of h4 manufacturing date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2018-12-13. Corrected h4 manufacture date: 2018-12-14. Getinge became aware of an issue with one of surgical lights - volista access. The water was found in the headlight, what was caused due to civil works that were going on the floor above the operation theatre. It was confirmed by photographic evidence. We decided to report the issue in abundance of caution as water inside the light head may lead to significant overheating of the device. According to the information provided by the service technician, the device has been repaired and, after verification confirming its full working condition, released for use. It was established that when the event occurred, the surgical light did not meet its specification, since presence of water affects surgical light¿s functionality and safeness, and in this way device contributed to event. It is unknown if the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of volista range, we can conclude the failure ratio is very low. The issue has been analyzed by the subject matter experts and conclusion is that according to the information provided "water had entered through hepa filter from the ot ceiling due to civil works going on the top floor". The presence of water has been caused by external works. The volista access surgical light is not supplied with water and is not the source of the presence of water. This issue is not related to the device. We believe the related devices are performing correctly in the market, as the issue occurred due to the customer¿s facility issue.

Event description:
Manufacturer reference number (B)(4).